Event description:
This lead dislodged and was unable to be repositioned due to severe regurgitation and pt anatomy. A competitive lead was implanted instead. This lead has been retained by the hospital. Should additional information become available, this event will be updated.